Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single-port maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a broken molded insulator at the distal end. Pieces approximately 0.036" x 0.286" and 0.083" x 0.265" in size were missing and not returned with the instrument. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire show damage which may indicate potential mishandling/misuse. The molded insulator was broken is the affected adjacent component.

Event description:
It was reported that during da vinci assisted partial nephrectomy surgical procedure, the end of the single-port maryland bipolar forceps instrument broke while cleaning one instrument with another inside the patient. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage or anything out of ordinary was noted. Dissecting and grasping was being performed when the issue occurred. The surgeon was unsure about what caused the instrument to break or caused the fragment falling issue. The instrument was in use for approximately 1.5 hours prior to the issue. The surgeon did not notice any issues with the functionality of the instrument until it broke. The instrument collided with other instruments while surgeon was cleaning off the tissue. No fragment fell inside the patient during collision. The instrument was not removed during the procedure. Wrist was straightened with no resistance/further damage assessed. No additional surgical procedure was performed as no fragment fell into patient. Intraoperative ultrasound was used during procedure. No post operative tests were done. The procedure was completed robotically. There was no patient injury. The patient had not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument has been already sent back for evaluation. No photographic images of the device(s) or a video recording of the procedure available for isi review. Patient demographic was provided.